Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was being off bus. A field service engineer assisted the customer with resolving the issue. Fse tested by customer and all tests were passed. The system functioned as intended after the field service engineer assisted customer in repairing the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex d correction: section e initial reporter occupation, other occupation, section g report source a supplemental MDR was submitted to reflect the correct initial reporter occupation, other occupation & report source, imdrf annex d

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.